Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the pt is no longer receiving stimulation due to the scs ipg turning off in addition to receiving low battery warning. Subsequently, an sjm rep cleared the warning and the scs ipg was explanted and replaced.